Manufacturer narrative:
Date initial report sent: 04/23/2008.

Event description:
Procedure type: lap hernia repair. According to the reporter: a plastic piece came off the device and was recovered from the pt body. Delay in or time was 10 minutes. No pt injury was reported.